Event description:
Patient in the emergency department room room was being monitored on ECG and bp monitor after having received morphine for chest pain and placed on a tridil IV infusing. The physician had returned to the patients bedside approximately 25 minutes after receiving the medication. The patient became unresponsive as their heart rate had dropped to 40's and bp to 70's systolic. The monitor alarms did not alert that the patient's heart rate and bp had dropped below the alarm settings. ECG low rate alarm was set for 50, and "nibp" alarm was set for a low of 90. A code blue was called, the patient was successfully resuscitated and transferred to the ICU. The patient later that day had a pacemaker inserted for low heart rate. As per the risk manager on this day, the pt is doing fine. Risk manager checked monitor after this event, found hr alarm setting at low=50, strips leading up to event showed hr at 40. Found bp at 42/28, with "nibp" alarm setting at low = 90 and high = 170. Risk manager admitted that the monitor had been turned off after patient was disconnected, (risk manager found it in standby mode). This means that these settings reflect what the default settings would have been if no one had made changes to the alarm settings at the time that the pt was connected to the monitor or some time after but before the incident. Risk manager did not know if the alarms had been suspended or turned off prior to the event, and did not know if a visual alarm indication occurred on the monitor in question during the event. No additional information was available.